Event description:
A woman who had 3rd degree uterine prolapse, cystocele and rectocele had a vaginal hysterectomy, perigee anterior repair, and posterior repair. She developed recurrent anterior wall prolapse and dyspareunia. Ultrasound showed complete displacement and dislocation of the mesh from the apical vault attachment. 3d imaging showed the left lateral superior attachment to be completely disrupted, with partial fracture of the right lateral attachment. A dr operated on her and found the mesh to be detached from posterior attachments, and rolled up. There was some erosion into the vagina. The mesh was removed, date not provided.